Manufacturer narrative:
The field report of insulation abrasion was confirmed. Final analysis found a partial lead was returned in two pieces. External abrasion breaching the outer insulation and exposing the outer coil was noted at 32.0 cm to 32.7 cm from the distal tip. The abrasion was consistent with exposure to constant friction against another implantable device or feature of the heart.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in operating theater for an unrelated procedure. During the procedure, insulation abrasion was noted on the right ventricular lead. The lead was explanted and replaced. The patient's condition was stable post procedure.